Event description:
A customer reported an issue with a cartridge that was not fully snapping into a pump, and they had experienced similar issues with seven other cartridges previously. There was no adverse impact to the customer's blood glucose level. Technical support assessed the situation, determining that the cartridge o-ring was missing or damaged. They advised the customer to clean the pneumatic area and checked for visible damage, finding none. As a resolution, replacements for the cartridges were sent to the customer, and they were instructed to monitor the situation, with guidance to rely on manual daily injections (mdi) until the new cartridges arrived.